Manufacturer narrative:
The complaint of a break in the stylet was confirmed, but the exact mechanism of damage is unk. The stylet was received in two segments. The distal segment was 12.3 inches in length and was received inside the catheter tubing. The proximal end of the distal stylet segment was protruding from the catheter at the 40cm depth mark. A 1.5 inch segment of the core wire was protruding from the polyimide tubing in the distal catheter segment. The proximal end of the polyimide tubing on the distal stylet segment was crumpled over the core wire. A 1.4 inch segment of crumpled polyimide tubing was received separate from the stylet. The core wire on the proximal stylet segment extended 16.7' from the tab. The core wire extended 1.2 inches from the distal end of the polyimide tubing on the proximal catheter segment. Multiple kinks and curves were found in the stylet. A longitudinal split was found in the catheter tubing between the 39cm depth mark and the suture wings. The stylet, more likely than not, cut through the catheter tubing as it was being removed from the catheter. It was reported that resistance was felt while removing the stylet. The exact cause of the resistance is unk. It was reported that the catheter is flushed before and after insertion. The adjoining ends of the stylet core wire were microscopically examined and exhibited necking which is indicative of a break due to tensile stress. No defects related to the manufacturing process were noted on the complaint sample. The product IFU states, "caution: never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed." A chr of lot #reuc0254 showed two other similar product complaint(s) from this lot number. ((B)(4)).

Event description:
Nurse said that catheter threaded fine and when she went to pull the wire, she felt resistance. Continued to pull slowly and felt a snap so she pulled the entire catheter out of the pt. The wire broke inside of the catheter and punctured two holes through the catheter.